Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Oekg checked the subject device and found that the bending rubber was bulking. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This report is being supplemented to provide additional information for the legal manufacturer's final investigation, a1, d5, d8, d9, and h6. It also includes a correction for g2, h8 and h10. G2: corrected to check "other" and add the country germany. H8: corrected to check "reuse". H10: correction from the initial medwatch as the cds checklist was inadvertently left out. The customer provided their cleaning, disinfection, and sterilization (cds) processes. Pre-cleaning is performed in the examination and processing room. It is completed about 10-20 minutes after a procedure. Pre-cleaning and manual cleaning detergent is bomix plus with a 2% concentration and immersed for 5 minutes. The cleaning brush used is model mtw 08 45 25 2 and is not reusable. This brush is disposed after usage. Manual cleaning is then performed by brushing the instrument/suction channel, suction cylinder, and instrument channel port with a pontax csc-os. Reprocessing of the accessories are completed by manual disinfection, brushing the biopsy valve, air/water valve and the suction valve. The water bottle is reprocessed by an autoclave. The scopes are then cleaned in a e4 bht automated endoscope reprocessor (aer), using korsolex endo-cleaner and endo-disinfectant. The removal parts of the endoscope are detached and dried prior to storage. The scopes are stored vertically in a cabinet. Based on the results of the final investigation, bacteria was not detected in cultures at the hamburg's institutes of health and environment, therefore, it is unlikely that this event occurred due to device specification or damage. This event may have occurred because of differences in reprocessing of the devices performed by facility. Since the occurrence of this event may be prevented by proper reprocessing, the following causes are likely to have contributed to the event: 1. The patient was not cleaned in accordance with the instructions for use. 2. Washed using a cleaning method that was not described in the instructions for use. 3. Contamination may have occurred during culture test sampling at facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for pseudomonas species (3cfu/10ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, bht e4, using glutaraldehyde. There was no report of infection associated with this report.